Event description:
It was reported that drive head error message occurred when device was first turned on. (B)(4). (B)(6).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device in question will be investigated by a service technician of maquet. A supplemental - medwatch will be submitted when add'l info becomes available.

Manufacturer narrative:
A maquet field service technician evaluated the product in question. According to the service protocol the reported error message "head error" could be confirmed. A defect on the control board of the rotaflow console was found and the board was replaced. The device was successfully tested to factory specifications. The cause for the damage on the board remains unknown.

Event description:
(B)(4).